Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the closure top gave a premature feeling of being final tightened into place, before it was fully installed. The rod was further reduced and the closure top was final tightened to complete the procedure. There were no patient impacts reported in association with this event.

Manufacturer narrative:
Additional information: the closure top was not returned for evaluation, so a full investigation could not be performed. Though this is the case, it was determined from the reporter that the final torquing occurred too early in this case (prior to the rod being fully reduced). During rod reduction, greater than normal forces may be necessary to move the rod into place which can cause the torque handle to click too early as was seen. To prevent this failure going forward, it is instructed that the final torquing takes place only once the rod is fully seated and the counter torque has been put in place of the reduction tab sleeve. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that the closure top gave a premature feeling of being final tightened into place, before it was fully installed. The rod was further reduced and the closure top was final tightened to complete the procedure. There were no patient impacts reported in association with this event. This is report one of two for this event.